Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product was in use on a patient during an MRI; reportedly, the device stopped functioning. The device was placed between the patient's legs during the scan. The reporter stated the patient was "thrashing". During the scan, it was noticed that the patient's chest was not rising. The staff in attendance reports that they did not hear the unit alarm. The patient is reported to have expired several days later. The facility reported that they do not believe the device is the cause of the patient death. The event was reported as part of their internal investigation, they are investigating all potential causes and requested that the device be evaluated by the manufacturer. Bio-medical engineering at the facility has evaluated the device and could find no failure or fault with the unit. Additionally, they tested the device in the MRI suite and it operated accordingly.